Manufacturer narrative:
During performance testing, the device overheated. Visual examination revealed corrosion damage to the bearings, motor, rotor and press plug. The presence of corrosion within internal components can lead to increased friction between the moving parts; this can lead to increased heat production. Corrosion damage is known to occur over time due to repeated autoclave cycles and/or improper sterilization methods. The damaged parts were replaced and the device was repaired and returned to the customer.

Event description:
The stryker micro sagittal saw was sent in for evaluation because it was giving error messages during a procedure. During failure analysis at the manufacturer, the device overheated.